Event description:
The patient was in the operating room and the procedure was done with fluroscopic guidance. The right subclavin vein was initially cannulated with an 18 guage needle and the accompanying guide wire was passed through the needle and the needle was withdrawn. Fluoroscope then revealed the guidewire to be initial vena cava and right atrium. An appropriate exit site was selected for the catheter and then the catheter was tunneled up to the guidewire exit site. The accompaning dilator and sheath were then passed over to the guidewire and the guided wire exit site. The accompanying dilator and sheath were then passed over to the guide wire and then the guided wire and dilator was removed. Catheter was passed through the sheath as it was pealed away. Upon fluoroscope, the catheter was in suboptimal position. However, of greater concern was the fact that evident on fluoroscope was an approximately 10 cm portion of guidewire present in the patient's superior vena cava and right atrium. The catheter was removed and the procedure was terminated. Subsequently, the patietn required retreival of the guidewire through interventional radiology and then the catheter was successfully and finally reinserted. The re was no problem inserting the wire through the initial 18 guage needle and at no time was the wire run back against the needle. The stainless steel guidewire should not shear against plastic, which is what the dilator and sheath consist ofdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.